Manufacturer narrative:
Pro code: k133890. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Analysis and results: there is one previous complaint of the same reference batch regarding other issue. We manufactured, and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units blocked in our stock. We have received 36 closed samples from the customer, and two pictures showing a thread splitted. We have checked the closed samples received, and the visual appearance of the thread is the usual one. No splitting on thread surface has been found when the sutures have been extracted from the package. We have also tested the knot pull tensile strength of the closed samples received, and the results fulfill the requirements of the (B)(4): (B)(4) kgf in average and (B)(4) kgf in minimum (ep requirements: (B)(4) kgf in average and (B)(4) kgf in minimum). Additionally, needle attachment strength test has been conducted on the closed samples received in order to discard a faulty needle attachment during manufacturing process, but the results fulfill the requirements of the (B)(4): (B)(4). We have not found splitting on thread surface on the closed samples received before, and after performing tests either. Reviewed the batch manufacturing record of this product, there were some incidences but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: according to the results of the samples tested, and the batch manufacturing record review, the product complies with our specifications, and also fulfill usp/ep requirements. Therefore, we do not see any manufacturing fault, or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported that there was an issue with optilene suture. The client reported that the thread splitted, and broke very easily during vein bypass. The defect occurred before application, and a new suture was used. Delay of 10 minutes, but there were no patient harm, and the operation was finished normally. Continuous suture technique employed.